Event description:
Customer reported via phone call that they are having sensor issues. The blood glucose reading is 144 mg/dl.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed bicarbonate buffer testing. The sensor passed per specification with accurate readings. Unable to confirm blood at site complaint due to the customer not returning the needle. Unable to confirm the adhesive anomaly due to the product being returned opened/used. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.